Manufacturer narrative:
A ge representative evaluated the system. The system needed a replacement hard disk drive. The part is backordered and therefore not available at this time. No conclusion can be drawn as complete service information is not available at this time.

Event description:
The customer reported the system was not booting and patient data was not recoverable. There is no report of death or serious injury associated with the complaint. This resulted in a loss of imaging functionality.